Event description:
Lead showed high thresholds due to dislodgement. Lead was turned off and will be revised in the future. No adverse patient side effects have been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2019 due to dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.